Event description:
It was reported that a universal handpiece was being inspected with an unknown tip, when the tip broke off. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Discarded by user facility.